Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a broken sensor wire. Upon removing the sensor, patient's mother noticed that the retained sensor wire fragment was protruding from the patient's skin. Patient's mother was able to remove the wire with her fingers. No medical intervention was required, and patient was fine at the time of his mother's call to dexcom technical support.